Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 893010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypothyroidism, fever, gastroesophageal reflux disease, pregnancy (2013), vaginal delivery (2013) and premature delivery (36 3/7 weeks). Concurrent conditions included obesity, splenomegaly, renal mass, hemorrhoids, hypothyroidism, gestational hypertension, gestational diabetes, dysphoria, esophagitis, pelvic adhesions, anemia of pregnancy, endometriosis of uterus, ovarian cyst, esophagitis, motion sickness, bloating, cervix inflammation and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines,") and headache ("headaches,"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced insomnia ("other injury (ies) or complication(s)- please describe: insomnia"), dysmenorrhoea ("dysmennorhea (cramping),"), menorrhagia ("(menorrhagia) abnormal bleeding "), fatigue ("fatigue,") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and urinary incontinence ("bladder probs/bladder or urinary problems or changes: leaky bladder"). In 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("other injury (ies) or complication(s)- please describe: back pain due to cramping and stress"), depression ("psych injury/psychiatric problems condition: depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), anxiety ("psychiatric problems condition: anxiety") and obsessive-compulsive disorder ("psychiatric problems condition: ocd") and was found to have a pregnancy ("pregnancy"). The patient was treated with surgery (hyst. {full}, salping. {bilateral}, oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy, dysmenorrhoea, back pain, depression, fatigue and headache outcome was unknown, the insomnia, dyspareunia, abdominal pain, menorrhagia, urinary incontinence, urinary tract infection, migraine, weight increased, vaginal haemorrhage, anxiety and obsessive-compulsive disorder had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, obsessive-compulsive disorder, pelvic pain, pregnancy, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right ostium essure device had three coils visible. The left ostium essure device had seven coils visible. Patient experienced another episode of pregnancy which is captured under (B)(4) current weight 208.8 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral proximal. Occlusion. (The essure coils were successful at closing my tubes. The essure device appears to be occluding the proximal fallopian tubes bilaterally as desired there is mild heterogeneity of the uterine cavity with no overt filling defect.. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result - total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 893010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypothyroidism, fever, gastroesophageal reflux disease, pregnancy (2013), vaginal delivery (2013) and premature delivery (36 3/7 weeks). Concurrent conditions included morbid obesity, splenomegaly, renal mass, hemorrhoids, hypothyroidism, gestational hypertension, gestational diabetes, sleep disturbance, esophagitis, pelvic adhesions, anemia of pregnancy, endometriosis of uterus, ovarian cyst, esophagitis, motion sickness, bloating, cervix inflammation and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines,") and headache ("headaches,"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced insomnia ("other injury (ies) or complication(s)- please describe: insomnia"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("(menorrhagia) abnormal bleeding "), fatigue ("fatigue,") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and urinary incontinence ("bladder probs/bladder or urinary problems or changes: leaky bladder"). In 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("other injury (ies) or complication(s)- please describe: back pain due to cramping and stress"), depression ("psych injury/psychiatric problems condition: depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), anxiety ("psychiatric problems condition: anxiety") and obsessive-compulsive disorder ("psychiatric problems condition: ocd") and was found to have a pregnancy ("pregnancy"). The patient was treated with surgery (hyst. {full}, salping. {bilateral}, oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy, dysmenorrhoea, back pain, depression, fatigue and headache outcome was unknown, the insomnia, dyspareunia, abdominal pain, menorrhagia, urinary incontinence, urinary tract infection, migraine, weight increased, vaginal haemorrhage, anxiety and obsessive-compulsive disorder had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, obsessive-compulsive disorder, pelvic pain, pregnancy, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right ostium essure device had three coils visible. The left ostium essure device had seven coils visible. Patient experienced another episode of pregnancy which is captured under (B)(4) current weight 208.8 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral proximal occlusion. (The essure coils were successful at closing my tubes. The essure device appears to be occluding the proximal fallopian tubes bilaterally as desired there is mild heterogeneity of the uterine cavity with no overt filling defect.. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result - total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), psychiatric problems condition: anxiety/ocd, pregnancy, device ineffective, was added. Outcome for pregnancy added. New reporter, plaintiffs information added. Concomitant and historical conditions added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), urinary tract disorder ("urinary probs"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines,") and headache ("headaches,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. {full}, salping. {bilateral}, oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract infection, urinary tract disorder, fatigue, alopecia, migraine, headache and weight increased outcome was unknown and the insomnia and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result - total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmennorhea (cramping), dyspareunia, back pain, menorrhagia, psychological trauma, bladder problems, urinary problems, uti, fatigue, hair loss, migraines, headaches, weight gain, insomnia. Reporter added, patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.